Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) had been effective for some time but it wasn¿t effective for ¿super long¿. It was noted that, since implant on (B)(6) 1995, the patient would use the ins and after 5 minutes, the site would hurt worse/ get irritated. The patient also stated that the ins was close to her skin, she could feel it, and the implant site was uncomfortable when laying on it. The ins was removed on (B)(6) 2015 because the patient had pain; she had pain prior to the implant and after the ins was explanted (the lead/extension remained) and the pain level was still a 6/10. A chiropractor was recommended by the patient¿s healthcare provider (hcp). Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.